Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device manufacture date is currently unavailable. Investigation summary: the device was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed slightly marks of wear on the device, it was also noted that the modular drive was deformed at the distal part, which confirms the customer complaint. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. The root cause of the marks and the bent condition can be attributed to technique issue where excess mechanical force was applied, which could have led to the reported failure, and the heavily use of the device since this is a reusable part. As per IFU, inspect for damage prior to use; and replace a damaged, worn or bent instrument. Also, the end of useful instrument life is generally determined by wear or damage from handling or surgical use. Inspect instruments between uses to verify proper functioning. Finally, it is necessary to follow the instructions and warnings of any cleaning and disinfection agents and equipment used; also, the recommendation of the proper condition during the sterilization and maintenance to avoid any damage. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 1 of 2 for (B)(4). It was reported by a healthcare professional that during an anterior cruciate ligament reconstruction procedure on (B)(6)2023, it was observed that the 35mm modular driver - milagro advance device was torqued/twisted upon insertion. During in-house engineering evaluation, it was determined that the modular drive was deformed at the distal part. According to the report, the screw was fully inserted and implants were completed to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.